Event description:
It was reported that the treatment table moved upwards without command from the operator. The system did display an error message to the user when the uncommanded movement occurred. However, the user cleared the error messages and continued to operate the system. The user's manual clearly states that when this error message occurs, the user should "remove the pt and call service". The investigation showed that this issue occurred due to a firmware malfunction. It is important to note that the red emergency stop button which halts all system movement remains functional if this problem occurs. Although this issue occurred during a pt treatment, there was no reported injury associated with this incident.